Manufacturer narrative:
The returned electrode was returned in two pieces. The pieces were thoroughly inspected and analyzed. A visual inspection noted surgery related damage consistent with explanations. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the low energy weekly shock impedance measurement was in the 120-140-ohm range. Technical services reviewed the device downloaded impedance data. Technical services advised the recent impedance has been consistent in the range it is in, and it is slightly higher than when the system was initially implanted. The physician elected to explant and replace the electrode with a new one. There were no additional adverse patient effects.

Event description:
It was reported that the low energy weekly shock impedance measurement was in the 120-140-ohm range. Technical services reviewed the device downloaded impedance data. Technical services advised the recent impedance has been consistent in the range it is in, and it is slightly higher than when the system was initially implanted. The physician elected to explant and replace the electrode with a new one. There were no additional adverse patient effects.